Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had fallen at home and had some "low flow" alarms. The patient was brought into the hospital to be seen and was sent home after multiple tests were performed. During testing, the reported alarms could not be duplicated. The following morning the patient called to report power fluctuations and was brought back into the hospital. A cat scan and x-rays were taken and nothing was seen. The patient was admitted and started on integralin and heparin. Pump power increased to 17-20 and then the pump stopped. Tissue plasminogen activator (tpa) was used through the pump but no forward flow was noted. Inotropes were started and plan was for an lvad exchange. An exchange from one lvad to another took place on (B)(6), 2011.